Event description:
Legal notification indicated that a patient underwent a tubal laparoscopic resection. The patient was released from the hospital and instructed to return in two weeks. The morning following her release, the patient experienced severe abdominal pain. When the pain refused to subside, the patient was rushed to the emergency room where she was diagnosed with a possible bowel perforation and admitted for an immediate exploratory laparatomy and "lleorrhapy".